Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had issues with absence of insulin flow blocked alarm on the insulin pump. The customer¿s blood glucose level was unknown. There were no air bubbles. There was no damaged or bent cannulas. They had tried several infusion sets. The device passed the displacement test and the self-test. They did not have a tubing clamp available to perform the basic occlusion test. They were advised to call back when they have a tubing clamp. The device will not be returned for analysis.